Event description:
On (B)(6) 2012, the pt reported that she was currently in the hospital due to circulation in her legs. She stated that while hospitalized she experienced low blood glucose of 30 mg/dl due to fasting for surgery. She was connected to her infusion device at the time of the incident and stated that she was not advised by her physician to change her basal rate settings. She was treated with juice by hospital staff and was then given an injection of dextrose and her blood glucose elevated to 151 mg/dl within 5 minutes. Her normal blood glucose range is 90-100 mg/dl. No product was requested to be returned for eval. The pt was not able to see the serial number of the infusion device.